Event description:
It was reported that during a prostate procedure, the fiber cap detached at 412,845 joules and 8 minutes. No other information available. The procedure was completed using a second fiber. There was "no damages to the patient." Gland volume 30 ml.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the glass cap within the metal cap is detached and returned; the glass cap exhibits mild devitrification at the output window location; the metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Correction per joules used. 41,284.